Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Visual inspection noted that the header was firmly attached to the casing. The right ventricular (rv) seal plug was missing. It was determined that the seal plug had been cut or torn from the header during the explant procedure.

Event description:
Boston scientific received information that during the implant procedure for this device, while the physician was closing the pocket, the rv seal plug was snagged with a suture needle and was pulled out. The next day the patient underwent a revision procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.